Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. On (B)(6) 2020, the patient had a reaction that consisted of a rash with redness, a burned appearance and a scar at and around the entire sensor patch adhesive. The patient had itching and burning sensations in the area. Prior to sensor insertion barrier product (skintac) was applied which helped to minimize the reaction. The patient consulted the endocrinologist on (B)(6) 2020, who suggested over the counter topical cream for the area and flonase spray for future sensor sites. At the time of the report the patient stated the scar was fading and had lightened. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.